Event description:
Rn noted edematous, necrotic area 2 cm above insertion site, measuring 5.5cm x 2.5cm. Edematous area covers upper r chest and neck area. D22 in tpn solution infusing at 7cc/hr. Lipids infusing at 1.1cc/hr. Infusions turned off immediately. X-ray showed catheter was displaced.